Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the ok button was under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: during investigation, moisture corrosion was found in the battery compartment. A crack in the battery compartment was found on the left side of the grip pad. A leak test was performed and failed due to the battery compartment crack. All the keypad buttons responded appropriately to user input. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find no damage to the keypad connector or the keypad flex cable. The keypad connector latch was secure. No moisture was found in the pump.